Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that in (B)(6) 2011, the doctor attempted another surgery, this time a cervical fusion from the c3 through the c7 levels and rhbmp-2/acs was implanted. Patient alleges unspecified injuries due to use of rhbmp-2.